Event description:
A dist contacted zoll on (B)(6) 2015 to report that an (B)(6) year old female pt had an oozing wound under the right back therapy pad. The patient's rehab center nurse was treating the wound. When following up with the pt, the nurse reported that the wound has improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.